Manufacturer narrative:
Product analysis: visually, there was contamination on the outside diameter of the cuff balloon and surgical tape wrapped around the proximal end of the tube, including the clamp shell. Under magnification, there were small voids in all four trace pads. For furthe r analysis, the harness wires were stripped to perform continuity testing. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements (from the distal end of the trace pad to each of the stripped wires) were in megaohms (blue), 45.2 ohms (blue with white stripe), 99.8 ohms (red), and 19.3 ohms (red with white stripe) which the blue electrode was out of specification. Functional testing with a nim system could not be performed due to the cut wire harness. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b21, c21, d16 <(>&<)> g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the electrode check was unstable between v and x for channel 1. And channel 1 couldn¿t be available (shown check electrode). The procedure was completed with the reported product. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.